Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 41 to 45 mg/dl. The customer was uncertain of the suspected cause. The customer consumed carbohydrates to stabilize bg. A recommendation was made by tandem technical support for the customer to consult with the healthcare provider.